Manufacturer narrative:
Unk. This product is not marketed in the us. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm, vicm5_13.2 implantable collamer lens, -5.0 diopter into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a shorter lens due to excessive vault. Though the surgeon notes that there is "partly still high vault...but better than pre-op," he also notes the problem was resolved.